Event description:
It was reported that the customer's insulin pump experienced a malfunction after being dropped. There was no reported impact on the customer's blood glucose levels. Customer support assisted the caller in resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact support again if the issue returned, which they acknowledged and understood.